Event description:
It was reported that the patient has been dealing with the implanting hospital with regards to an alleged alarm the patient is hearing at various times. Troubleshooting was performed, remote transmission download and assessed by technical services confirming magnet rate at time of alarm. Further actions to assist with patients anxiety, included asking the patient to sleep in a different room as alarm only occurs in the bedroom. Patient slept in another room for five days with no alarm activation confirming possibility that the alleged electromagnetic interference (emi) is isolated to the patient's bedroom. Patient was not happy that something in the bedroom was causing the alarm and insisted that the device is faulty. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.